Event description:
It was reported by the rep the device was used during an ileol pouch. It was reported the tlc75 would not fire when reloaded for the third time. It functioned properly for the initial three firings, but failed on the third reload. The tlc55 would fire after it was reloaded. There was no consequence to the pt.